Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in the ICU for high blood glucose. The customer also stated that they were hospitalized because they were using the infusion set past the recommended period. Blood glucose reading was unknown. The customer was hospitalized on (B)(6) 2020 and was hospitalized for four days. While hospitalized, the customer was treated with IV insulin drip. Troubleshooting for the customer¿s high blood glucose was declined. It was unknown if auto mode was active at the time of the event. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr unomed set.